Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporters phone number. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, device history batch, device history review - null.

Event description:
It was reported that on an unknown date, the patient complained of pain on the left thigh to the shin after the patient left the bus and sprain one's leg. On july 16, 2018, a revision surgery was performed due to a broken pfna nail. Initially, the device was implanted with proximal femoral nail antirotation (pfna) nail on february 05, 2018. Patient and procedure outcome were unknown. Concomitant devices reported: bolt (part 259.340s, lot l567209, quantity 1) and pfna blade (part 02.027.036s, lot l718609, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated complaint description. Added concomitant devices and therapy date. X-rays and attached pictures were reviewed and it was identified that the nail is broken and the blade and bolt are concomitant devices. H3, h4, h6: a review of the device history records has been requested. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11 corrected data: b1; b2 h6: corrected device code device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: code 3191 used to capture surgical intervention. H11 corrected information: h6 device code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 272.437s, lot: l660482 manufacturing site: bettlach , release to warehouse date: 28. Nov. 2017, expiry date: 01. Nov. 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary the returned broken pfna nail was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. During this investigation, the outer diameter (16.5 mm) was measured and have fulfilled the specification. However, the dimensional and position of the citrus shape where the nail was broken, was not measurable due to the breakage point. Besides, during the manufacturing process these features were inspected and the whole lot has passed its specifications. Therefore, the nail was manufactured according to its quality standards and any manufacturing issue has been excluded. Based on the investigation result this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant feature was measured and have fulfilled its specification as well as in the manufacturing documentation no issue was identified. Due to any manufacturing has been excluded; this complaint is not valid; therefore no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. This report is for an unknown pfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was originally implanted on (B)(6), 2018. The revision surgery was planned for (B)(6), 2018. This report is for a pfna ø9 xs 130° l170 sst.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting. Date patient pain began is not known. Date of implant is not known. It is not known if device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a proximal femoral nail antirotation (pfna) nail on unknown date. On unknown date in early (B)(6) 2018, patient suffered a sprained leg after disembarking a bus. Patient reports pain from the left thigh to the tibia. This report is for one (1) unknown pfna nail. This is report 1 of 3 for (B)(4).